Manufacturer narrative:
The referenced pump exchange on (B)(6) 2016 was reported under medwatch MFR report # 2916596-2016-00378. (B)(4). Approximate age of device - 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had a recent pump exchange on (B)(6) 2016 for suspected device thrombosis. The inflow conduit and outflow graft were not exchanged. On (B)(6) 2016, the patient was readmitted with elevated pump power levels, elevated estimated flow rates and low pulsatility indexes (pi). It was reported that the patient had a lactate dehydrogenase level of 290 u/l. The system controller log file was evaluated by a representative of the manufacturer's technical services team and showed an upward trend in the pump power level starting on (B)(6) 2016 and a downward trend in the pi. Many power elevations greater than 10 watts were associated with pi events; however, the recorded pump power level remained consistently in the 8-9 watt range even without pi events. The system controller was exchanged on (B)(6) 2016 and did not appear to impact the vad parameters. The patient received heparin for having a subtherapeutic inr and the vad parameters reportedly returned to numbers closer to their baseline. The patient was asymptomatic.

Manufacturer narrative:
The report of power elevations was confirmed based on the evaluation of the submitted system controller log file and the log file retrieved from the returned system controller; however, a root cause for the power elevations could not be conclusively determined. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.